Event description:
It was reported that air was entering into an exactamix 2400 valve set. This issue was described as, ¿multiple air bubbles appearing¿ during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.